Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the or for a lead extraction. The clinic had previously determined the lead was externalized and had been monitoring the patient remotely. The clinic observed a remote merlin.net transmission with an alert for rv pacing lead impedance less than the lower limit. Due to the externalization, he lead was successfully extracted and replaced. The patient was doing well and will be monitored with routine follow up.